Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The inspiratory flow sensor was replaced by the customer to resolve the reported issue. Customer contact reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient injury.